Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018- patient was diagnosed with large incarcerated epigastric hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per op notes, ¿a hernia sac with omentum was identified through vertical incision and the omentum was reduced. A ventralex st mesh (device 1) was placed in the defect region and was sutured¿. (B)(6) 2019- patient was diagnosed with incarcerated ventral hernia with obstruction, abdominal pain, thereby underwent open repair with implant of ventralex st mesh (device 2). Per op notes, ¿through the midline incision, hernia sac was identified and dissected. The omentum was reduced into abdominal cavity. A ventralex st mesh (device 2) was placed as an underlay and was sutured¿.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.